Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, noise was noted on the right atrial lead. Low pacing and high voltage impedance were also observed. The lead was found to have an insulation anomaly. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition before, during, and after the procedure.